Manufacturer narrative:
Reported event: an event regarding impingement (rom) and pain involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: the product was not returned; however, a photo was provided which showed noting remarkable. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar relevant events for the reported lot. Conclusions: the event could not be confirmed and the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/ or the product is returned, this investigation will be re-opened.

Event description:
Dr. Stated that the cup had shifted causing an impingement on the rim of the ceramic cup which ultimately resulted in a fracture of the ceramic. Dr. Removed the ceramic liner and ceramic head. After debridement he replaced with a new ceramic liner and ceramic head. He placed a v 4toc taper sleeve resulting in a fresh trunnion. Item not explanted: 6021-0537. Lot 8509002. Update (B)(6) 2018: as reported in how was issue noticed: patient presented with pain.